Event description:
A surgeon reports a patient had a -2.50 unexpected postoperative refraction following intraocular lens implant surgery. The lens remains implanted. The patient's current status is not known.